Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "fracture of extensively porous-coated cylindrical femoral stem following revision total hip arthroplasty" by chao-fan zhang, chun hoi yan, fu yuen ng, ping keung chan, and kwong yuen chiu published by chinese medical journal on 2016 was reviewed for mdv reportability. The article provides 2 cases of patients who were implanted with depuy solution stem. This complaint captures the 2nd case of a (B)(6) yo female who experienced left thigh pain. X-rays revealed a left femoral stem fractures at the metaphyseal junction. She received revision surgery which she received a new solution stem. Her history includes previous tha at age of 29 and revision surgery 7 years after initial implantation followed by infection 8 years after revision in which the solution stem was then initially implanted.